Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the implantable cardiac monitor was placed in two different locations without acceptable signal amplitudes. Then the patient requested that the physician stop trying any more locations. The device was removed. The patient was stable.

Manufacturer narrative:
The reported field event of sensing issue was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.